Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain in her left knee.

Manufacturer narrative:
No devices were received for exam; therefore, the condition of the components is unknown and the evaluation is not possible. The device history records could not be reviewed due to the part numbers and lot numbers being unknown. This device is used for treatment. The product history search for related complaints could not be conducted since the product part and lot number combination are not available. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.